Manufacturer narrative:
(B)(4). Eval results: death, ruptured aneurysm, endoleak. Severely tortuous vessels.

Event description:
A talent bifurcated stent graft system was implanted in a pt for the emergent endovascular treatment of a pre-operative ruptured 11 cm abdominal aortic aneurysm. Vessel morphology was reported as severely tortuous. The bifurcated stent graft was successfully implanted. It was reported that after the contralateral limb and the contra extension stent graft were implanted, there was a type 3 endoleak between them (MFR 2953200-2011-00255, 2953200-2011-00256) which was filling the sac. An iliac extension was implanted bridging the two stent grafts. The physician implanted three add'l iliac extension limbs. (MFR 2953200-2011-00258, 2953200-2011-00259, 2953200-2011-00260). The pt had active bleeding from a large lumbar artery, type ii endoleak. The pt's abdomen was opened (mid-line incision) in order to evacuate blood from the ruptured aneurysm and the bleeding lumbar artery. This procedure was not related to the stent graft. The pt expired later that same day. The physician stated that the pt's death was due to the ruptured aneurysm and bleeding from the lumbar.